Event description:
A report was received that the patient was experiencing something different in the mobility in her leg after previous revision procedure. It was minimal, but was not loss of mobility either. It was believed to be procedure related. The patient underwent an explant procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Model#: sc-4316, serial/lot #: (B)(4)/16954473, description: next generation anchor kit-steril,e the explanted devices were not returned to bsn as they were discarded by the medical facility.